Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an under infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A twelve (12) minute precision test and an hour long precision test were completed and confirmed the reported under infusion. The cause of the condition was determined to be a damaged pump head mechanism (phm). To correct the condition the phm was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.